Manufacturer narrative:
The force feedback mega suture cut needle driver instrument has been returned and evaluated by the failure analysis team. The failure analysis investigations replicated/confirmed the customer reported complaint "shaft of instrument is not locking in place, it is spinning. Not attached to hub of instrument." Failure analysis found the primary failure of dislodged main tube to be related to the customer reported complaint. The main tube assembly was found to be dislodged from its normal position causing the shaft to spin. The root cause of this failure is attributed to damage during use or reprocessing. Damage can result from mechanical impact, such as an accidental drop of the instrument, or excessive force applied during handling. Additional observations related to the customer reported complaint: as a result of the dislodged main tube, the instrument was found to have the main tube holder broken. Pieces of the main tube holder measuring approximately 2.26mm x 1.57mm and 1.67mm x 1.46mm was not returned with the instrument. Common cause of this failure is attributed to the user. The instrument was found to have a broken chassis; the t-tab located on the bottom part of the chassis were broken. A piece of the chassis measuring approximately 1.85mm x 5.87mm was not returned with the instrument. The common cause of this failure is attributed to the user. Damage can result from mechanical impact, such as an accidental drop of the instrument. Improper cleaning during reprocessing, such as prolonged exposure of the instrument to harsh cleaning agents, can lead to damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the shaft of the instrument had not locked in place and was spinning instead of remaining secured to the hub, indicating that the instrument shaft was not properly engaging with the instrument hub. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no further information was provided.